Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing low blood glucose events for years, and that she had a recent low blood glucose of 32 mg/dl. The patient treated their low blood glucose with meals and glucose tabs. The patient's blood glucose during the call was 235 mg/dl. Troubleshooting occurred for the hypoglycemia. The insulin pump settings were accurate. The insulin pump was not returned for analysis.